Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav catheter and there were clogged saltwater holes. The medical team was unable to flush the device properly before further usage inside the patient's body. The device had been used on the patient prior to the discovery of the irrigation issue. No error messages occurred. The medical team performed multiple attempts of strong flushing to no avail. The correct catheter settings were used. No further details were provided regarding completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).